Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals that resulted in inappropriate non-sustained ventricular tachycardia (nsvt) episodes and pacing inhibition. Additionally, the patient experienced an asystole. The cause of the noisy signals remains unknown. The lead was explanted and replaced. No additional adverse patient effects were reported.